Event description:
A jelco 24g peripheral IV was being removed in preparation for patient discharge. The IV catheter body broke off below the hub during attempted removal. The embolized catheter fragment was removed endovascularly by interventional radiology. The patient was discharged home without further incident.